Event description:
One of steris' response technicians was dispatched to investigate on the failure of the pure water tank drain valve of an amsco reliance 777 automated multi-chamber washer/disinfector. The technician put the machine on shutdown mode, which automatically drains the pure water tank when all components are working adequately. The technician laid down under the machine to remove the faulty valve and as he started to do so, a small amount of water started to come out. He believed that it was excess water that had not been drained and he got a pan and put it underneath the valve. He resumed removing the valve and then water came out and burned him 1st and 2nd degree on the right arm, neck, face, head and chest. The technician was taken to the emergency room where he was seen by a doctor and bandaged up. He was then taken to another nearby hosp where he was seen again in the emergency room, given intravenous fluid, and had all his wounds cleaned, treated with cream for burn and rewrapped. The first and second day after the event, the technician went back to the hosp to have his wounds cleaned and redressed. On the third day, he did not go to the hosp and got his wounds treated at home using sterile water and standard dressing pads. On the fourth day he went back to the hosp to have the wounds looked at and the doctor believed that there might be slight infection in the right arm, so he ordered intravenous fluid and antibiotics, and did blood workup. Another doctor looked at the wounds and deemed that there was no infection, so the wounds were cleaned again and redressed, and the technician was sent home. Pt went back to the hosp on the fifth day, all vital signs were taken, and the doctor said that everything looked fine, and he wanted to have a last look the following monday (being the 9th day after the event). Last available info indicated that the technician was recovering well.